Manufacturer narrative:
Upn corrected from unk508 to h749236310020. Device evaluated by manufacturer: the rotablator burr unit only was returned to site for analysis. An initial examination of the complaint rotablator burr unit was carried out and no visual issues were noted with the returned unit. The burr was attached to a test advancer unit. A tug test and a connect/disconnect test were performed to examine the integrity of the handshake connection. No issues were noted. An attempt was made to load a guide wire through the returned burr unit but resistance was met in the annulus of the burr. The burr was microscopically examined and the burr was mis-shapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error. The dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the rotalink plus unit was a 1.25mm size burr.

Event description:
Same case as 2134265-2011-01087. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion and anatomy details are unknown. The floppy rotawire guide wire was advanced to the lesion. The rotablator burr was loaded on the guide wire, and during platforming outside of the body the guide wire became caught up inside of the catheter. The guide wire started spinning and the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and patient status is reported as ok.